Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It as reported that during a colectomy procedure, the top jaw of the device separated from the device inside the patient. The jaw was retrieved and another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: r92v5e. Investigation summary: the device was returned with the upper jaw detached and not returned and the cable cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. However, the device was mechanically tested and no anomalies were noted. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.